Manufacturer narrative:
As the valve was not returned for evaluation, no visual inspection, functional testing or dimensional testing could be performed. Imagery was provided by the site and revealed part of an artery stuck to sheath, observed post procedure.the work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review of the related work order was performed and revealed no other complaints relating to the relevant complaint codes. Difficulty advancing the commander delivery system with s3u crimped valve through the esheath resulting in frame damage has previously been documented in a pra (product risk assessment). Manufacturing mitigations/controls relevant to the issue (e.g., visual and dimensional inspection to the frames, mechanical testing to the tensile specimens) are captured in the pra. Content was reviewed and these mitigations remain applicable to the manufacturing of the related work order valve. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. Although the complaint was confirmed, a complaint history review is not required as the issue has been previously identified in the pra, which captures root cause analysis for the issue. The IFU/training mitigations/controls relevant to the reported issue (difficulty advancing the commander delivery system with s3u crimped valve through the esheath resulting in a high push force and frame damage) is captured in the pra. Edwards has provided guidelines and instructions to physicians on how to properly handle, prepare, and use the thv and system in the IFU and training materials. The users are instructed on how to screen patients to ensure adequate vessel access and to reduce vascular complications. In addition, a step-by-step instruction on how to insert and advance a delivery system through the sheath including mitigation steps and best practices to address high push force are provided. The users are instructed to correctly orient and lock the delivery system in default position before insertion and for the loader to be fully advanced into the sheath. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion, and in expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve and sheath are damaged or valve is still stuck, remove valve and sheath together as a single unit and replace, and do not over-manipulate the sheath at any time. In case of vascular injury, vascular complication management instructions are included for resolution. Based on the review, no IFU or training deficiencies were identified.a review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was unable to be confirmed as no device was provide or relevant imagery provided. No potential manufacturing non-conformance were identified. A review of the DHR, lot history, and manufacturing mitigation provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies.as reported, ''the iliac artery was tortuous and calcified. It was difficult to insert the 14fr esheath into the vessel, and while advancing the commander delivery system with crimped valve through the esheath, resistance was encountered. The valve was positioned in the native annulus and ready to be deployed when it was seen that a valve frame strut was bent''. Per training manual, ''push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification'', ''if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system'', and ''do not over-manipulate the sheath at any time''. As reported, the patient's access vessel had presence of calcification and tortuosity. The presence of calcification and tortuosity can create a challenging pathway during delivery system advancement through sheath, leading to resistance and high push force. It is possible that the valve strut caught on the sheath during the delivery system advancement. In such condition, attempts to manipulate the device to overcome the resistance can damage the valve (bent strut) as reported. These patients and/or procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. A product risk assessment was previously performed per management discretion to assess the risks associated with high push force of the sapien 3 ultra valve with the commander delivery system and esheath configuration. In addition, a corrective action and preventative action (CAPA) was previously initiated to capture further investigation and any possible corrective or preventative action activities.as such, available information suggests that patient factors (calcification/ tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time.the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Valve remains implanted. Investigation is ongoing.

Event description:
As reported by our affiliates in spain, it was difficult to insert the 14fr esheath into the vessel via transfemoral approach. The iliac artery was tortuous and calcified. While advancing the commander delivery system with crimped 23mm sapien 3 ultra valve through the esheath, resistance was encountered. The valve was positioned in the native annulus and ready to be deployed when it was seen that a valve frame strut was bent. Therefore the entire system was removed again. During the removal, the femoral artery dissected and a part of the artery was also extracted stuck on the esheath. The bleeding was stopped by inserting another esheath, and a new valve was successfully implanted. Afterwards, through the contralateral access, a balloon and two stents were used to stop the bleeding and the patient was sent to the operating room for vascular surgery where an iliofemoral bypass was placed. The vascular complication was successfully resolved and the valve well implanted. The patient was doing well post procedure.